Event description:
While in transport to the hospital, an attempt was made to deliver device defibrillator therapy to the pt through a therapy cable. Reportedly, the device displayed 'paddles off' and could not be utilized. The pt was resuscitated using the receiving hospital defibrillator.